Event description:
A malfunction was reported with the display of malfunction code malf 0, and the fault ID was available. There was no information provided regarding whether the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. Technical support replaced the pump, which was addressed under another reported malfunction.